Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly while making the initial osteotomy, half way through the cut the burr broke leaving the cutting surface inside of the patient. The surgeon enlarged the incision to remove the remaining portion of the burr. A second burr was opened and used to complete the osteotomy.